Manufacturer narrative:
UDI(di) (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08297. It was reported during a previous ipg replacement surgery (reference MFR report#1627487-2015-26204) diagnostic testing of the lead revealed high impedance values. Reportedly, the system began auto-reducing and stimulation was ineffective during postoperative programming. Subsequently, the sjm representative met with the patient on (B)(6) 2015 for reprogramming to no avail due to high impedance values on multiple contacts. Surgical intervention may be undertaken at a future date to address the issue.